Event description:
Pt admitted for planned cataract extraction with planned intraocular lens implantation for right eye. While using phacoemulsification machine, surgeon noted that emulsified material remained in the anterior chamber. It was noted that this material was not removed by the aspiration port on the machine. Also immediately noted that the scleral tunnel and corneal collagen had shrunk. Emulsification handpiece immediately removed and found to be warm to the touch. Phacoemulsification converted to extra-capsular extraction.